Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the clinic for a pre-operative examination prior to a routine device change out. Upon interrogation, the atrial lead exhibited noise which was reproducible with isometrics. The patient experienced muscle stimulation. The lead was capped and replaced on 02/25/2016. The patient tolerated the procedure well and was in stable condition post procedure. The patient would be monitored.